Manufacturer narrative:
Date of event is estimated.

Event description:
A consumer reported they were having difficulty recharging the implantable neurostimulator (ins). They were charging too frequently. It was indicated that patient's voice was bad from their parkinson's and that was why it was difficult to understand patient. The patient used to be able to get ins to 100% charged and fully charged. It would last at least two days, but now patient could only recharge ins to (B)(4) full and within an hour and a half ins charge depleted to (B)(4). Patient had an appointment to see healthcare provider regarding recharging issues on (B)(6) 2016. The indications for use for this patient were parkinson's dual and movement disorders

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.